Manufacturer narrative:
The investigation has been completed for aic - shutdown or restart issue. The console was not returned. The root cause of the unexpected shutdown was unable to be determined because the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an unexpected shutdown. The aic rebooted and returned to the prior pump speed level. The patient was off of support for approximately twenty seconds, and the patient was supported by titration of epinephrine during the event. No patient harm.